Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the syringe body was not returned for inspection. Conclusion: a plausible root cause could not be identified because the device was not returned for evaluation.

Event description:
It was reported that; when using the inserter with a cage, the surgeon inserted the cage into the disc space and confirmed happy placement with xray. Then he attached the syringe plunger t-handle, and began to rotate for expansion. He noticed a small amount of water leaking from the top of the syringe yet proceeded to rotate the t-handle. Upon review of interoperative xray, the cage had not expanded and the gauge was not showing pressure readings. Thinking he needed to rotate more, he turned the t-handle but was met with what seemed like resistance and then quickly the pressure gauge came all the way out of the sheath. We took an xray and the cage had expanded slightly but to an acceptable height, and the surgeon removed the inserter from the cage and moved on in the surgery.

Event description:
It was reported that; when using the inserter with a cage, the surgeon inserted the cage into the disc space and confirmed happy placement with xray. Then he attached the syringe plunger t-handle, and began to rotate for expansion. He noticed a small amount of water leaking from the top of the syringe yet proceeded to rotate the t-handle. Upon review of interoperative xray, the cage had not expanded and the gauge was not showing pressure readings. Thinking he needed to rotate more, he turned the t-handle but was met with what seemed like resistance and then quickly the pressure gauge came all the way out of the sheath. We took an xray and the cage had expanded slightly but to an acceptable height, and the surgeon removed the inserter from the cage and moved on in the surgery.